Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepped with no issues reported. During the procedure, upon attaching the catheter to the flush line pump, the catheter would no longer flush. The flush line was disconnected and manual flush was attempted, however, the flush lumen appeared corrupted and would no longer flush. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for analysis as it was retained by the customer. It was further reported that the catheter was not inside the patient when the reported event occurred, making this difficult to flush the catheter as opposed to the difficulty irrigating that was previously reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepped with no issues reported. During the procedure, upon attaching the catheter to the flush line pump, the catheter would no longer flush. The flush line was disconnected and manual flush was attempted, however, the flush lumen appeared corrupted and would no longer flush. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for analysis as it was retained by the customer.